Event description:
Review of records shows that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg communication issues following an unrelated surgical procedure. The patient is reported to have turned stimulation off rather than put the system in surgery mode. The patient has not been able to reconnect to the ipg since then. A field representative attempted to connect to the ipg but was unable to with their clinician programmer. The patient may undergo surgical intervention to address the issue at a later date.